Event description:
It was reported that the atrial lead dislodged. Upon opening the pocket, it was noted that the lead had not been sutured down. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.